Event description:
It was reported that the field service engineer (fse) was conducting a training session, during which the system displayed error 23009 on the master tool manipulator right (mtmr). There was no report of patient involvement. The technical service engineer (tse) provided the following additional information: it was necessary to disable the mtmr. The training session proceeded with the original system configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the mtm.